Event description:
Information was received from multiple sources (manufacturer representative, healthcare provider, foreign) regarding a patient who w as receiving morphine of an unknown concentration at an unknown dose rate via an implantable pump. It was reported that during the refill of a synchromed ii pump that was filled with morphine, the healthcare provider noticed a volume discrepancy. They were expecting to extract 16.2 ml from the pump's reservoir, whereas in fact they extracted only 8 ml. The date of the event was unknown / not specified. The patient did not report any underdose or overdose symptoms and was receiving sufficient therapy effects. There were no pump alarms reported and there were no signs of any error codes/messages in the pump logs. Further there had been no incidence of a volume discrepancy for this pump in the past, this was the first time. It was further reported that that the patient experienced a fall on their buttocks (not on the pump) two days prior to the refill. The healthcare provider had requested the instructions to perform a catheter dye study to verify the presence of a potential leakage due to the fall.

Manufacturer narrative:
Continuation of d10: product ID neu_unknown_cath lot# unknown serial# unknown implanted: unknown explanted: unknown product type catheter. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare provider (hcp) via a company representative (rep) who reported that the patient's gender was male. The patient's age at time of report was 67. The catheter serial number was unknown. The patient had self reported that they landed on their back with no impact to the pump. There was no device or therapy that contributed to the fall as the patient had tripped on surfaces. A catheter dye study was not performed. The main doctor was on leave and the patient had since been discharged. There was no new date for catheter dye study. The cause of the volume discrepancy was not determined. The catheter was emptied and filled with saline. The patient was on an oral analgesic and considered replacing the pump, but no decision had been made as of (B)(6) 2023. The volume discrepancy and potential catheter issue was not resolved at time of report, (B)(6) 2023.